Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product or data logs returned for investigation. The cause of the placement signal issue was not determined since product and data logs were not returned.

Event description:
The complainant reported using a 5.0 pump to support a patient. During support, the placement signal failed, and flow estimation became active. The device remained in use and was not removed. No patient harm was reported.